Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse as troubleshooting measure replaced the chloride tip but did not resolve the issue. Upon further investigation, the fse noted there was a black debris on the ratio pump carbon dioxide (co2) chamber and was unable to remove it. The fse replaced the ration pump stack assembly to resolve the issue. No further issue noted after ratio pump stack replacement. The instrument returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned ion selective electrode (ise) patient samples results for sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (ca) due to the generation of low ise anion gaps on their dxc 600i clinical chemistry system. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics, and the exact number of patients affected is unknown.